Event description:
The advocate stated that her son tested his blood glucose using 2 contour meters and received readings of 30 and 367 mg/dl. The difference between the readings falls in the ¿d¿ or ¿e¿ zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Advocate was asked to return the test strips for eval. New meters and strips were sent to the customer.